Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was replaced for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for revision was to cover new pain areas that the spinal cord stimulator was not covering. The patient underwent a revision procedure and the ipg was replaced. No device malfunction was suspected. The patient was doing well post operatively.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was replaced for an unknown reason.